Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification concerning the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. This report pertains to a dreamstation auto CPAP. The manufacturer received information from a patient alleging symptoms including headache, muscle cramps, nausea/vomiting, diarrhea, cough, nosebleeds, and hand tremors. Medical intervention was not specified. The complaint was reported to the manufacturer through a representative of the customer. At the time of this report, the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This notification was opened for review due to an allegation involving the dreamstation auto CPAP. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency relevant to the harm reported. The allegations of allergies leading to anaphylaxis were assessed as unrelated by the medical expert team. The mentioned allegations of headache, muscle cramps, nausea/vomiting, diarrhea, cough, nose bleeds, and hand tremors were assessed as non-serious injuries. No death, serious harm, or injury was reported. Analysis of past events does not indicate an adverse event has occurred due to the reported allegation or would be likely to occur if the product allegation were to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, and/or reportable product malfunction.